Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A review of the event history log revealed that a battery alert message occurs prior to each improper shutdown messages. An improper shutdown message occurs when all power to the pump is lost and the history log cannot be used to determine if power was manually disconnected. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'powers on and off when touching the door' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would power on and off when touching the door. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.